Event description:
On (B)(6), 2011, one of our clinic physicians was attempting to use a bovie when on depressing the switch, the tip ignited a flame. It was a fine tip battery operated electro cautery made by aaron medical product no: aa01. We contacted the MFR who stated this had not previously been reported. We examined our internal procedures and we are unable to find a cause for this. Although there were no injuries, it certainly causes concern from our doctor and our pt. Additionally, it could injure someone given a set of circumstances where unexpected flames were to catalyze other reactions.